Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue.